Event description:
It was reported that while performing pre-use check out, they found a stuck open flow sensor diaphragm that could result in insufficient ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.